Manufacturer narrative:
Welch allyn factory svc confirmed the hard disk drive (hdd) failure. The hdd was replaced and software and system files were reloaded. Testing was performed and was passed. The device was returned to clinical use. Hard disk drives are off-the-shelf sub-components made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.

Event description:
Tech support was working with customer to resolve a modem issue so that log files could be downloaded regarding system freeze-up. Tech support dialed-in and the modem answered, but could not connect to the system. A subsequent call to the customer found that the system had just frozen up at the time welch allyn was trying to connect. Tech support worked with customer to make sure the cpu rebooted successfully. This resulted in temp inability to centrally monitor pts, however, beside monitoring was not affected. There was no report of any pt harm as a result of the reported events.